Manufacturer narrative:
Updated to incorporate information received on 2016-dec-23.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp) on (B)(6) 2016. It was reported that the patient had had a pump refill on (B)(6) 2016 and presented with a motor stall on (B)(6) 2016. It was also reported that the patient¿s pump began alarming on (B)(6) 2016. No withdrawal symptoms were noted. The hcp noted that they attempted to restart/reprogram the pump, but could not.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was received from the manufacturer's representative. On the paperwork received with the pump, it was indicated that the patient had been receiving lioresal (concentration and dosage unknown) via their intrathecal drug delivery pump. It was reported that on (B)(6) 2016 the pump was replaced. It was stated that the patient recovered without sequela.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving 1000 mcg/ml of gablofen at 147 mcg/day via an implantable pump for intractable and other spasticity. On (B)(6) 2016, it was reported that the patient¿s pump had stalled on (B)(6) 2016 and after re-interrogation, it still showed that the pump was stalled with no recovery. The only source of emi that the hcp could think of was that the patient had fallen asleep with their (B)(4) on their stomach. Re-interrogation of the pump with logs did not result in pump recovery. The patient was programmed to the minimum rate and would be given oral medication in the meantime. No symptoms reported.

Manufacturer narrative:
Analysis of the pump found an alarm anomaly; the resonator was cracked. Destructive analysis of the pump found corrosion and wear on the internal gears inside of the motor, indicative of a stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to incorporate information received on 2016-dec-14. Updated to incorporate the report of the scheduled surgical intervention reported on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on (B)(6) 2016. It was reported that the pump was scheduled for replacement on (B)(6) 2016. No symptoms save the pump alarming reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.